Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At an unknown time post implant, the physician reported that the patient had multiple strokes and a device related thrombus. No further information is available at this time.

Manufacturer narrative:
Date of event - estimated as 30 days prior to aware date. Date of implant - estimated as 30 days prior to aware date.